Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
The complaint states that "skin reaction" was reported. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with redness, and infection, extended beyond the patch perimeter, which occurred the same day the sensor had been inserted in the arm. The patient called for medical assistance and the skin reaction was treated with a prescription of an oral medication, flucloxacillin 500mg to be taken every 6 hours until prescription runs out. At the time of the report the skin reaction was still appearing. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.